Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a biliary stenting procedure on (B)(6), 2010. According to the complainant, after the stent had been deployed within the patient, the proximal end of the stent failed to fully open. The procedure is currently listed as "completed with this device." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2010. The expansion issue was noted one hour after the stent was deployed. No intervention was performed to try and expand the stent. The stricture was approximately 2cm in size. The anatomy was tortuous, and the stricture was predilated.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a biliary stenting procedure on (B)(6), 2010. According to the complainant, after the stent had been deployed within the patient, the proximal end of the stent failed to fully open. The procedure is currently listed as "completed with this device." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): since the complaint device was implanted, it will not be returned for evaluation; therefore a failure analysis cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.